Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was bent resulting in the pump shutting off. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed their bg with a correction bolus via pump. Reportedly, the customer continued to use the pump for insulin therapy.